Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that the grip cable was found to be frayed at the distal idler pulley. The frayed strands stuck out at the wrist. In additional failure analysis investigation observed was the frayed grip cable also became derailed as well. An additional observation not reported by the site was the damage to the idler pulley where the frayed and derailed grip was routed. The idler pulley exhibited pulley rim and face damage. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the damage to the instrument's grip cable could cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci surgical procedure, the customer noted that the mega needle driver instrument cable was broken. There was no report of fragments falling into a patient. There was no allegation of any harm, injury, or adverse outcome to a patient.